Event description:
The hospital reported that during a coronary artery bypass procedure using aortic cutters, 5-pack (3.8mm), an abnormality was found in the needle. The needle bent almost at a right angle, causing an abnormality. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Trackwise # (B)(4). The cutter device was returned to the factory for evaluation on 25aug2020 and investigated on 03sep2020. Signs of clinical use and evidence of blood were observed. Signs of blood observed on the body of the cutter. A visual inspection was conducted. The safety lock was disengaged and the actuation button fully depressed inside the tool with the cutter and spiral needle deployed. The needle appeared to be bent. The cutter was in a deployed state with the actuation button approximately 1 inch inside the tool. No other visual deformities were observed. Based upon the received condition of the device, the reported failure mode ¿material twisted/bent; needle¿ was confirmed. The certificate of conformance (c of c) was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications.

Manufacturer narrative:
Trackwise ID # (B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during a coronary artery bypass procedure using aortic cutters, 5-pack (3.8mm), an abnormality was found in the needle. The needle bent almost at a right angle, causing an abnormality. A replacement device was used to complete the procedure. The hospital did not report any patient effects.